Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found enclosure cracked by drain fitting, both covers were cracked, line cord was worn, pole clamp handle was broken, microswitch was defective and heater was not working. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device tank was filled with water and powered on. The customer complaint was unable to be confirmed.

Event description:
Information was received that this smiths medical level 1 hotline low flow systems water did not circulate. No reported adverse effects.